Manufacturer narrative:
(B)(4). No return product evaluation could be completed as the device was not returned for investigation. The device lot history record review for lot number mn2201498 manta 14f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications before shipment. Based on the information submitted, following an endovascular aaa repair, a 14f manta device was deployed for closure. The manta device did not deploy properly, and hemostasis was not achieved. The physician chose to do a surgical cut down to repair the artery and achieve hemostasis. After three unsuccessful attempts at due diligence to obtain further information for this investigation, due to no response from the customer, the root cause of manta's unable to deploy properly, requiring surgical intervention, cannot be determined due to the insufficient information submitted for investigative purposes. The manta instructions for use lists potential adverse events related to the deployment of vascular closure devices including other access site complications leading to bleeding and possibly requiring surgical repair, and/or endovascular intervention. T he IFU precautions if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. There appears to be no product quality issue with respect to manufacturing, documentation, or labeling. The der process will continue to monitor and investigate any similar events.

Event description:
It was reported that: per the complaint submitted, the 14f manta device did not deploy properly, causing patient to bleed at site. Physician had to perform a surgical cutdown to repair vessel and stop the bleeding.

Event description:
It was reported that: per the complaint submitted, the 14f manta device did not deploy properly, causing patient to bleed at site. Physician had to perform a surgical cutdown to repair vessel and stop the bleeding.

Manufacturer narrative:
Qn#(B)(4).